Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother also reported that the insulin pump had cracks. The customer's blood glucose was 169 mg/dl at the time of incident. The customer's mother stated that they found a failed battery test alarm in the alarm history. The customer's mother performed self test and the insulin pump passed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.